Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. No excessive no delivery alarms noted. All bolus programmed during testing were properly delivered and recorded at the bolus and daily totals history files. Device alarmed displayable history check failed alarm during testing. Displayable history check failed alarms due to a corrupted history file. Device received with cracked case at display window corners and display window. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customer was treated for the low blood glucose with food. Customer stated their insulin pump was over delivering insulin. The customer was hospitalized but did not provide the time and date of the hospitalization. The customer returned the product for analysis.